Manufacturer narrative:
Philips service reinstalled software on lateral image processing pc, resolving the imaging issue. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that software reinstalled on lateral image processing pc on a allura xper fd10/10. The clinical use of the system was unknown. There was no reported patient or user harm.